Manufacturer narrative:
E1: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient faced infusion set cannula/needle break and the needle remained in the skin. The insertion site was at abdomen. The patient reported that they did not receive medical treatment as a result of needle fracturing while in the body. No further information available.